Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield r-wave oversensing and right atrial (ra) lead noise with oversensing. Additionally, there were only four successful right atrial automatic threshold (raat) tests over the past year. It was noted that impedance and sensing were very stable. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system stored an additional atrial tachy response (atr) episode containing farfield oversensing. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended adjusting blanking. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield r-wave oversensing and right atrial (ra) lead noise with oversensing. Additionally, there were only four successful right atrial automatic threshold (raat) tests over the past year. It was noted that impedance and sensing were very stable. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.